Event description:
Our affiliate is reporting that a patient had a rotator cuff repair and post op experienced a subsequent rotator cuff failure due to failed suture. Questions are out to our affiliate for clarity.